Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nursing technician reported that during an intraocular lens (iol) implant procedure, a capsular rupture occurred. The procedure was completed on the same day with another lens. Additional information was received from the reporter that a haptic broke. Additional information has been requested.